Manufacturer narrative:
Imdrf device code a0501 captures the reportable investigation finding of handle cannula detached. Imdrf device code a0406 captures the reportable investigation finding of side car-rx pushback. The returned trapezoid rx basket was analyzed, and a visual inspection revealed that the handle cannula had become detached, but the tip remained attached to the basket. Dimensional inspection revealed that the length of the proximal screws was less than the allowed tolerance. Furthermore, the side car rx was pushed back approximately 5.0 mm, which was not specified. The screws were found to be in good condition after an x-ray inspection. The reported event of basket failure to open was confirmed because analysis of the returned device revealed that the handle cannula was detached. The depth was measured at four different points according to the dimensional test, and some of the proximal measurements were below the allowable tolerance. The issue was escalated to the operations team, who determined that an angle of inclination may have been generated while inserting the screw, causing a slight variation in some measurements. Furthermore, the side car rx pushback could have been caused by the manipulation or detachment of the handle cannula. The root cause of the handle cannula detachment has not been identified; perhaps the manipulation, an excessive force applied, or the patient's anatomical conditions contributed to the reported event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tract during a biliary stone removal procedure performed on (B)(6) 2023. During preparation, the basket failed to open. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the handle cannula detached and side car was pushed back; therefore, this is now an MDR reportable event.